Event description:
It was reported that the left ventricular lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead dislodged again. Cardiac resyncronization therapy (crt) was programmed off.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).